Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing due to incorrect interpretation of supraventricular tachycardia signals. Medication changes were made for the patient. The patient was stable.